Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call drive motor anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer reported issues with the motor and sometimes they were unable to rewind the insulin pump. Customer was advised to monitor the insulin pump and call back if issues persist.